Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not getting insulin. The customer's blood glucose was 200 mg/dl at the time of incident. The customer's blood glucose was 277 mg/dl at the time of call. The customer's blood glucose was 193 mg/dl at the end of call. The customer stated that they took bolus to correct the blood glucose. The reservoir will be returned for analysis.